Manufacturer narrative:
The catheter was returned, and analysis found a user related hole in the catheter body of neu_ascenda_cath. Analysis found no significant anomaly (tear in seal near guide ring) with catheter pump revision kit ascenda.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Product ID: neu_ascenda_cath, product type: catheter.

Event description:
Additional information was received from a device manufacturer representative (rep) and a healthcare provider (hcp). The patient's implant date was clarified to have been (B)(6) 2013. It was reported the patient's catheter had been placed mid thoracic. Migration of the catheter caudally in the canal was what had caused the looped catheter. It was noted the catheter was seen at l4 on (B)(6) 2013 and then seen at l4 on (B)(6) 2014 clearly looped in the canal. The hcp had begun increasing the patient's dose in (B)(6) 2014. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), explanted: (B)(6) 2016, product type: catheter. An implant date prior to the manufactured date was provided for the device system. Further follow-up was conducted to clarify the device system's implant date. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving gablofen 2000 mcg/ml at a dose of 543.8 mcg per day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that, per the surgeon, the patient had a brief early period of efficacy post implant. When efficacy waned, on an unspecified date, and dose increases didn't improve the patient's outcome a work up was done. Imaging, x-ray as well as additional imaging, on an unspecified date showed that the catheter which had looped during initial surgery was now looped multiple times with the tip pointing downward within lumbar cistern of intrathecal space. The cause was not reported. The patient's family opted for a motor rhizotomy rather than a catheter revision to their existing pump system. The patient's device system was then explanted on (B)(6) 2016. The issue was considered resolved at the time of this report. The patient's status at the time of this report was listed as "alive - no injury". No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.